Manufacturer narrative:
No moisture damage was found inside of the insulin pump. All of the buttons functioned properly and no damage was noted to the keypad assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump was submerged in water for three minutes. Customer's blood glucose was 138 mg/dl. There was reportedly fluid in the reservoir compartment. During a self test, the insulin pump failed to turn on. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.